Event description:
The account alleges that while obtaining vein access for a left-sided pacemaker implant, the device became entanged and the tip of the device detached within the patient. After consultation, it was decided by the clinican to leave the foreign body within the patient as the risks were deemed to outweighed the benefits of retrieval. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.